Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that two capio slim devices were used during a sacrospinous fixation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, for the first device, the dart detached from the suture during deployment. The physician bent the capio device open and confirmed that the dart did not fall off into the patient. Subsequently, a second device was opened and the same issue happened. The procedure was completed with a third capio slim device. There were no patient complications as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: additional contact:(B)(6). Blocks f10 and h6: device code of 2907 captures the reportable event of dart detachment. Block h10: an investigation of the returned capio slim device revealed that the ten riveting pins were in place. The cage was deformed/damaged and it was bent outwards like it was forcibly pulled out. Moreover, the carrier did not have rough edges. Functional analysis was not performed due to the device condition. The suture was not returned with the device, therefore it is not possible to confirm if the suture broke during procedure. A device history record (DHR) review was performed and no anomalies were observed, the review confirmed that the accepted device met all manufacturing specifications and boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. It is most likely that the cage was bent to make sure that the bullet tip had not fallen into the patient. Handling and manipulation of the device during its use can lead to bent/damage the cage. Therefore, the complaint investigation conclusion code selected is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on event.

Manufacturer narrative:
Initial reporter: additional contact: dr. (B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that two capio slim devices were used during a sacrospinous fixation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, for the first device, the dart detached from the suture during deployment. The physician bent the capio device open and confirmed that the dart did not fall off into the patient. Subsequently, a second device was opened and the same issue happened. The procedure was completed with a third capio slim device. There were no patient complications as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.